Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After that taken place on (B)(6) 2016, the reported devices had been interlocked with each other and could not be disassembled during washing. It was found the 3.8mm drill bit had slightly been bent and it seemed to have been interlocked within the drill shaft. It was reported that during the surgery the surgeon drilled with the devices without any problem and there was no influence on the surgery due to this incident. There was no surgical delay or harm to the patient.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument found the drill bit stuck inside the drill shaft; it appears the drill bit is slightly bent. The root cause is attributed to misuse. A two-year search of the complaint database did not identify a trend for the drill bit product code. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.